Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. It was indicated that small open area at medial incision appeared to tunnel to main pocket so the physician decided to remove the entire system the patient tolerated the procedure well. This lead was explanted. No additional adverse patient effects were reported.